Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a static fill estimate of 90 despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could happen when measured pressures used to estimate insulin remaining varied widely and advised that once actual insulin remaining matched the static displayed value, the fill estimate would begin to decrease normally, and caller understood and acknowledged this explanation.